Manufacturer narrative:
Patient information not available for (B)(6) complaints. Manufacturer's investigation conclusion: incidental finding: superficial outer jacket damage was found on the external portion of driveline. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), did not reveal any device-related issues; however, discoloration of the driveline potting inside the pump outlet housing and superficial damage to the outer silicone sleeve were noted. It was reported that the patient was routinely transplanted on (B)(6) 2021. (B)(4) was returned assembled with the driveline (dl) cut approximately 1 inch from the pump housing and an approximate 28 inches portion of the distal end of the driveline was returned. The distal half of the flex section and the inlet elbow were returned attached to the pump inlet port. The inlet extension and proximal half of the flex section were not returned. The outflow graft attachment was returned attached to the outflow elbow, which was properly attached to the pump outlet port; however, the outflow graft material and the bend relief were not returned. An unattached bend relief collar was also returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations; however, examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting was slightly discolored red/brown. This issue was found to be cosmetic only. The red discoloration of the driveline potting would not have affected device functionality. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), and heartmate ii lvas patient handbook, are currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Hm ii percutaneous cable, model number 105016, describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable percutaneous cable, model number 105016, hm ii, defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the investigation of the left ventricular assist device (lvad), (B)(4), revealed discoloration to the potting of the wires inside the pump housing. Superficial damage to the driveline was identified.